Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: surgeon was inserting needle superiorly in the vaginal cuff when the needle broke in the tissue, before exiting the tissue. The procedure was extended 60 minutes while x-ray was brought in to located the needle fragment. The needle was embedding inside the tissue when found. It appeared to break in half. The unanticipated tissue loss was when a segment of vaginal cuff was resected in an attempt to locate the needle.